Manufacturer narrative:
(B)(4). The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, distal circumflex. During deployment of the 3.0x18 mm xience xpedition stent, a dissection occurred which was treated with the deployment of a covered stent. The patient is stable. There was no clinically significant delay in the procedure reported. There was no additional information was provided.